Manufacturer narrative:
Manufacturer's investigation conclusion: the reported separation of the driveline bend relief from the metal connector was confirmed by an onsite abbott representative and through evaluation of the submitted images. Although a specific cause for the reported damage could not be conclusively determined, it did not appear to contribute to an electrical issue based on review of the submitted log files. Additionally, although the log files confirmed persistent low flow events, a specific cause for these low flows could not be conclusively determined through this evaluation. It was reported that the white outer covering on the patient¿s driveline had become disconnected from the metal part of the driveline connection to the system controller. The patient also had frequent low flow alarms which the account attributed to the patient¿s known suspected inflow cannula thrombus. The patient opted to not have any surgical intervention. It was also noted that the alarms are positional and resolve when body position is changed. A clamshell repair was successfully performed on (B)(6) 2021 and even though the low flow alarms persist, the patient is asymptomatic. The patient later reported intermittent shortness of breath, orthopnea, and dizziness. Their functional status had a decline related to dementia. The submitted log files captured low flow alarms from (B)(6) 2021 to (B)(6) 2021, as well as on (B)(6) 2021 and (B)(6) 2021. The pump appeared to have operated as intended at the set speed and there were no other notable alarms active in the files. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate ii lvas IFU and patient handbook address damage due to wear and fatigue, as well as how to care for the driveline. The IFU also outlines all pump parameters (including flow), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, provides information regarding the assessment of pump flow, and states that changes in patient conditions can result in low flow alarms. In addition, both the IFU and patient handbook outline all system controller alarms (including the low flow hazard) and the appropriate actions associated with each alarm condition. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ provides an explanation of all pump parameters, including pump flow. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 (under "pump performance monitoring") covers wear and tear to the driveline and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses the assessment of pump flow. The heartmate ii lvas patient handbook is also currently available. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The handbook also contains information on caring for the driveline; however, all hmii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The known thrombus is reported in MFR report #2916596-2021-02909. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient called the mechanical circulatory support coordinator on the evening of (B)(6) 2021 stating that the white outer covering on the driveline had become disconnected from the metal part of the driveline connection to the system controller. The patient taped the two parts back together. Alarms noted for frequent low flows as this patient has a known inflow cannula thrombus and is opting to not have any surgical intervention. The patient's wife stated that the low flow alarms are positional and stop when body position is changed. The heartmate ii universal percutaneous lead bend relief kit was installed on (B)(6) 2021. The patient was no symptomatic with the low flow alarms.